Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection was conducted and confirmed that the low profile broach handle is not able to latch on to the anthology broach and stay locked. There¿s a small crack in the metal where the broach male end engages with the female end of the handle. The manufactured date for this device is 2015. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a thr procedure the low profile broach handle was not able to latch on to the anthology broach and stay locked. It worked for the first couple broaches but must have broken through its use. There¿s a small crack in the metal where the broach male end engages with the female end of the handle. Instruments were outside the patient. Procedure was completed with a backup device. There was no delay or further complications reported.